Event description:
When increased ldh was identified the left ventricle continued to have suck down events. The patient had episodes of hypotension and a temporary right ventricular assist device (rvad) was placed. A mobile thrombus was visualized on pacing wire in the right atrium.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including stroke, bleeding, venous thromboembolism, arterial non-central nervous system thromboembolism, and death. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. It also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 from a massive hemorrhagic stroke. The patient was implanted on (B)(6) 2021 and returned to the or (operating room) on (B)(6) 2021 for the removal of rvad support when ldh (lactate dehydrogenase) increased from the 400s to 1000s.